Event description:
It was reported that during the procedure the physician torqued the guide, only once and the catheter kinked and folded over itself. This caused a vessel dissection and the patient lost 1.5 pints of blood. Due to the damage of the guide, the sheath introducer folded like an accordion upon removal of the guide catheter. The patient is stable and reported to be doing fine.